Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the customer did not have the continuous glucose monitoring system connected to the pump and had turned off the phone application notifications and therefore, had not been aware of her bg level. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.